Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 75% to 15% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. There customer's blood glucose level was 148 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.